Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommend to perform the ground isolation and ventilator inoperable tests run unit for an additional 24-72 hours then perform the extended self-test (est). The customer reported to have followed the tse recommendations however was unable to duplicate the alleged malfunction. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.